Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise and impedance problem. Programming changes were made to address the issue. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was oversensing noise and exhibited high impedance measurements.